Event description:
Zyga right angle cutting curette tip broke off in patient during right si joint arthrodesis procedure. Physician spent a considerable amount of time trying to retrieve the tip and concluded it was safer to leave it in the unobtrusive portion of the joint then to keep digging in the joint and potentially compromise the arthrodesis.